Manufacturer narrative:
The device was received for evaluation. Visual inspection found the display gasket shifted and obstructing view of the display. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the display gasket. The display gasket requires replacement to address this issue. The device malfunction may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had obscured display. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.